Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the tines were not engaged properly when the leadless implantable pulse generator (ipg) was deployed. The ipg was recaptured and navigated to the apex. The physician released dye to check the position and the dye pooled rather than leaving the ventricle. A perforation which resulted in tamponade had occurred, necessitating pericardiocentesis. Pulseless electrical activity was observed and cardiopulmonary resuscitation was performed. Epinephrine and sodium bicarbonate was administered which sent the patient into ventricular fibrillation. The patient was shocked externally and eventually developed an intrinsic rhythm; however, the rhythm did not perfuse the patient's tissues. Ventricular tachycardia was then observed and the patient was shocked externally. The patient then passed away.

Manufacturer narrative:
Product analysis product ID: mc1vr01, product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. (B)(4). Product ID: mc1vr01-delsys, product event summary: the full delivery system was returned and analyzed. Analysis indicated that the delivery system outer shaft was kinked/buckled. The articulation curve of the delivery system did not meet specification and was out of plane. . Visual analysis of the delivery system indicated damage during use. The analyst noted that the delivery system was returned with the device attached. Visual analysis found the distal end damaged when received. The outer shaft was indented at 4.6 and 5.2 cm from the distal end of the delivery system. Articulation curve could be applied but did not meet specification of 120 degrees and the distal shaft appeared to be out of plane. The analyst could successfully deploy and recapture the device. Lumens appeared to have no damage. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.